Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited ec 42226. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Received one device. Visual inspection found no damage; customer complaint of error code 42226 cannot be confirmed through power up test/performance verification tests (pvt) testing. However, did confirmed via device history record that error code was in logs. Software was updated and performed pvt; unit passed all testing criteria. Unit reset to standard configuration. Upon further investigation found the battery door damaged. Replaced battery door. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.